Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited corrosion at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation led to the corrosion of the distal end. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.